Manufacturer narrative:
(B)(4) - (test result), (no consequences or impact to patient ). (B)(4) - ((B)(6) result). This report is being filed for an ex-us product ((B)(4)), which has a similar product ((B)(4)) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Additional information indicated that the customer was manipulating the sample to use as an internal qc material by diluting it down with negative plasma. This clarification deemed the issue to be a false negative result on a control sample which is no longer reportable and no additional information is forthcoming.

Event description:
The customer indicated that one patient sample generated a (B)(6) result for the architect anti-hbcii assay. The suspect result was not reported out and no impact to patient management was reported.